Manufacturer narrative:
No new risk has been recognized. The investigation for this report has not been in completed yet. If new details are received in the investigation for this incident, this report will be updated.

Event description:
On (B)(6) 2023,patient was treated for essential tremor using focused ultrasound. On (B)(6) 2023 the patient came for a follow up with the physician due to dizziness and needed to use a walker. The patient began physical therapy on (B)(6) 2023. On (B)(6) 2024 the patient no longer required a walker but was unable to walk in a straight line.

Manufacturer narrative:
Treatment parameters were in line with the typical range. The system performance was found to be according to spec and as expected. No new risk has been recognized. No irregularities were found in the usage or operation of the system.

Event description:
On (B)(6) 2023,patient was treated for essential tremor on the left side using focused ultrasound. On (B)(6) 2023 the patient came for a follow up with the physician due to dizziness and needed to use a walker. The patient began physical therapy on (B)(6) 2023. On (B)(6) 2024 the patient no longer required a walker but was unable to walk in a straight line.